Event description:
Patient reported "rupture". Healthcare professional confirmed rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Patient reported "rupure". This record is for the right side. Device was explanted.